Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. Additional, there were multiple minute ventilation (mv) episodes in which there was noise that was being oversensed due to electromagnetic interference (emi). Technical services provided possible causes and recommended to bring the patient in for further evaluation. At this time, the ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).